Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
Patient ID: (B)(6). This is filed to report the recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2018 one mitraclip xtr was implanted in the patient reducing the mr to grade 1+. One year later, on (B)(6) 2019, an echocardiogram was performed and found that mr grade was 3+. The recurrent mr was related to the mitraclip as it is not stable on the leaflets. Additional diagnostics are pending in late october. No additional information was provided.

Event description:
Patient ID: (B)(6). This is filed to report the recurrent mitral regurgitation. It was reported that on (B)(6) 2018 one mitraclip xtr was implanted in the patient reducing the mitral regurgitation to grade 1+. One year later, on (B)(6) 2019, an echocardiogram was performed and found that mr grade was 3+. The recurrent mr was related to the mitraclip as it is not stable on the leaflets. Additional diagnostics are pending in late october. Subsequent to the previously filed report, additional information was received that the leaflet insertion in the mitraclip was unable to be assessed on the (B)(6) 2019 echocardiogram. Another echocardiogram was scheduled for (B)(6) 2019, but the patient did not show up to her appointment. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a definitive cause for the reported slda (single leaflet device attachment) in this incident could not be determined. Additionally, the reported recurrent mitral regurgitation (mr) was a secondary effect of the reported slda. The mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.